Event description:
A report was received that the patient was experiencing intermittent stimulation and had pain at new areas. Database analysis revealed that several contacts on the lead showed high impedances. The patient underwent a revision wherein the ipg and the lead were replaced. The reason for ipg replacement was unknown. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the ipg was replaced as it was not functioning properly. Malfunction was suspected with the explanted ipg. The new pain areas were not device related.

Event description:
A report was received that the patient was experiencing intermittent stimulation and had pain at new areas. Database analysis revealed that several contacts on the lead showed high impedances. The patient underwent a revision wherein the ipg and the lead were replaced. The reason for ipg replacement was unknown. The patient was doing well after the procedure.